Event description:
In 2006 the lay user/patient contacted lifescan alleging that she was unable to test on her one touch profile because of a cracked casing and cracked lancing device. The patient was unable/unwilling to report any minuse of the products. The customer care advocate verified that the meter was not out of the box and the patient was using proper testing techniques. The medical affairs specialist spoke with the patient 6 days later to obtain/verify information. The patient discovered the cracked products after taking them out from a suitcase sometime last year and was unable to test; however, she decided to contact lifescan now. Two weeks after discovering the cracked meter and lancing device, the patient passed out and was taken to the hospital (july 2005) by an ambulance. At the time, the patient was unable to test due to the cracked meter and lancing device. The patient was admitted to the hospital for almost a week and was given food/dring as treatment. The patient's doctor discovered that the patient eating too little (one meal a day) and was diagnosed with hypogylcemia. The patient was managing her diabetes with a diabetic diet only. After the hospital visit, the patient used her sister's meter to test. This complaint is being reported because the patient was unable to test and was admitted to the hospital for hypoglycemia. Prior to the incident, the patient was not eating enough.